Event description:
I have been using complete moisture plus from advanced medical optics. I just recently found that this product has been recalled. I have been using this product for about 4 months. While using this product, I have experienced eye infections off and on. My eyes became red and inflamed, my eyes were extremely sensitive to light, they burned constantly and were very dry. Before using this product, I had not difficulties with my contacts or solution. I feel I practice good eye hygiene by cleaning my eye contact container and applying new solution daily. I do, however, wear my contact lenses in the hot tub and sauna once a week or so. I wear soft contact lenses and every time I came down with an infection, I threw my contacts away and boiled my contact case. I used new contacts but still came down with infections. I went to my family dr for my infection and he prescribed me with medication. The medication helped, but my eye sometimes would feel the same effects as before. I now worry if these infections were caused by this solution and my physician prescribed me medication before knowing of the eye recall. Dr spent a total of 3 minutes with me and said I had an infection, he was going to give me medication, and he hoped I could continue wearing contacts in the future, he said my eyes seemed to have a hard time with them. Dose: 2 tsp. Frequency: bid. Dates of use: four months in 2007. Diagnosis or reason for use: sterilization of soft contact lenses.